Manufacturer narrative:
The external visual inspection revealed slices at the electrode region. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. This is the final report.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient presented with pain. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.